Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 38 alarms were found on 11/21/2025 01:17:07.000 through 11/21/2025 01:46:00.000, with several alarms noted. Line=711 file=121. Additionally, pump error 43 was found on 11/21/2025 01:28:41.000. Line=763 file=121. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 during rewind. Unit failed rewind test. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the pump error 38 during rewind. During visual inspection of electronic assembly, moisture damage was also noted on the internal battery connector on pcb1. Unit was received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed when the unit was received with a constant pump error 38 during rewind, due to corroded motor home switch. Additionally, pump error 43 was found in download history review, confirming customer's allegations. Due to moisture damage found, isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor). The blood glucose value at the time of the event was 100 mg/dl. The event involved product(s) mmt-7040ma, mmt-431aj, mmt-342g, mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm but was unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-431aj. No product return is required for mmt-342g. The product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.